Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 407 mg/dl at the time of incident. The customer¿s other blood glucose level is 400 mg/dl, 393 mg/dl, and 294 mg/dl. The customer was treated for high blood glucose with manual injections. Customer alleging that insulin pump had under delivery. The customer was assisted with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.